Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there was an urgent care visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of the urgent care visit was 597 mg/dl. Customer reported that their high blood glucose was a result of not eating well and sickness. Customer reported that they had been off the insulin pump the entire day prior to their urgent care visit. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's high blood glucose issue could not be determined. Product is not being returned or replaced.